Event description:
The customer experienced issues with calibration and qc and received questionable results for multiple assays. Of the n-terminal pro b-type natriuretic peptide, stat (probnp) data provided for two samples, only the results for one sample were discrepant. The initial result was 199 pg/ml and the repeat result on another analyzer was 1307 pg/ml. The initial result was reported outside the laboratory. The repeat result was believed to correct. The patient was not adversely affected. The probnp reagent lot number and expiration date were requested, but were not provided. The field service representative found there was a fluidics failure of the pinch valve and/or pinch valve tubing and there was fluid dripping from the sipper. He performed corrective maintenance including cleaning of the pinch valves and replacing tubing. He observed operation and ran performance testing. The customer ran calibration, controls and linearity material with all results within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.